Event description:
A physician reported that the ophthalmic cutting knives were dull during surgery. The procedure was completed after replacing the product with another one. The procedure type is unknown. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three unopened slit knives, in blisters were received for the report of dull knives was dull. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and sample 1,2 and 3 were found to be conforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore dull blades as described in the complaint was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knives were manufactured to specifications. A nonconformance investigation was completed to investigate the failed penetration testing for cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).